Event description:
On (B)(6) 2010, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2018, during follow up it was discovered that, due to disease progression, the proximal neck of the truck-ipsilateral leg component had lost wall apposition and was now in the aneurysm sac. Aneurysm enlargement was not reported. On the same day, a reintervention occurred whereby the previously implanted devices were relined using gore® excluder® aaa endoprostheses. In addition two gore® viabahn endoprostheses were implanted in the renal arteries. The patient tolerated the procedure.